Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 4 infusions set fell off during use on event on 22-may-2024.infusion set has been used for one day. The blood glucose level was 5mmol/l. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin successfully. No further information available